Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the device powered off during the op check. Later on, when the customer pressed the charge button, the device would power off and give a power interrupted message. The device was not in use on a patient.